Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged an inaccuracy on the left hand side: 3mm deep and 2.5mm anteriorly and on the right hand side 2.5mm deep and 1.6 anteriorly. The initial merge appeared good. The discrepancy was noted after the leads were placed and the interoperative ceratom (imaging equipment) scan was taken. The surgeon pulled the leads back 'a bit' and proceeded with the procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Initial 3500a was inadvertently marked as only product problem/malfunction. This correction is to change to adverse event and associated patient codes since an intervention was required to adjust misplaced dbs leads during the surgery. Software investigation finds that the customer's ceretom scanner produced exams that are volumetrically different than the diagnostic CT exam. Measurements between pegs vary from ceretom scan to ceretom scan and are off by about 2 mm from the actual measurements. Variation in the new ceretom scanner floor caused the image discrepancies in the superior/inferior direction. Software is functioning as designed.

Manufacturer narrative:
A medtronic representative, following-up, reported maintenance and calibrations were done with ceratom, imaging equipment, 2 weeks prior. No definitive root cause was identified and, it is reported the system is to specs; surgery on (B)(6) 2013 went well, post-op ceretom CT confirmed perfect placement of electrodes, no imaging overlay problems. Issue could not be replicated.